Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient's spinal cord stimulator (scs) was not covering his pain. The pain was in the lower right back and leg. The patient noted the pain kept getting progressively worse. It was noted that in (B)(6) 2016, the patient jumped out of bed too fast and had pretty bad pain for a good month. The patient noted the trial went great, but the implant never did as well as the trial. It may have been helping close to 50% better, but not the same as during the trial. The patient also noted that if he turned off the implantable neurostimulator (ins), he realized how much it really was helping. The patient had already had an MRI, but he had not gotten back the results yet. The patient had "other tests" scheduled for (B)(6) 2016. The patient later reported that he had discussed his issues with his managing physician at a visit on (B)(6) 2016. The patient had a myelogram and a CT scan with a neurosurgeon and the tests showed nerve clumping (arachnoiditis) in his lower back. It was noted that the patient was awaiting a trial for a pain pump. The patient's issues had not yet resolved. The patient noted that the scs worked, just not enough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.